Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented a loss of capture and reduced sensing, so it was examined under fluoroscopy and transesophageal echocardiography and it was found to have caused a perforation. The lead was subsequently explanted and it was decided by the patients physician no replacement was required due to the patient diagnosis. No additional adverse patient effects were reported. The device is expected to return for analysis. The device has been returned and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented a loss of capture and reduced sensing, so it was examined under fluoroscopy and transesophageal echocardiography and it was found to have caused a perforation. The lead was subsequently explanted and it was decided by the patients physician no replacement was required due to the patient diagnosis. No additional adverse patient effects were reported. The device is expected to return for analysis. The device has been returned and is pending analysis.

Manufacturer narrative:
Amendment corrected fields: h6 impact codes.

Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented a loss of capture and reduced sensing, so it was examined under fluoroscopy and transesophageal echocardiography and it was found to have caused a perforation. The lead was subsequently explanted and it was decided by the patients physician no replacement was required due to the patient diagnosis. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Amendment. Corrected fields: b2 outcomes attrib to adv event, h6 impact codes.

Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented a loss of capture and reduced sensing, so it was examined under fluoroscopy and transesophageal echocardiography and it was found to have caused a perforation. The lead was subsequently explanted and it was decided by the patients physician no replacement was required due to the patient diagnosis. No additional adverse patient effects were reported. The device is expected to return for analysis.